Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with motor error alarm during the displacement test due to motor excessive axial play. Unable to perform normal operating current. The stop (idle) current and run current measurement tests a21 alarm, self test, rewind test and displacement test or verify failed battery alarm due to constant motor error alarm during displacement test. However visual inspection found faulty motor encoder. Pump history download using thds was successful. However, there is no data available on ( (B)(6) 2020), unable to perform data analysis for failed battery alarm complaint. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The original motor was removed and replace with a test motor. No anomalies was notice. Problem isolated the motor select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the battery failed alarm while changing the battery and kept it again. The event involved product(s) mmt-712ews. Troubleshooting was performed. No harm requiring medical intervention was reported. The product mmt-712ews that was returned for product analysis.